Event description:
Patient complained of moderate pain and swelling/inflammation.

Manufacturer narrative:
The patient complained of moderate pain and moderate swelling. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include extended penile or scrotal pain and discomfort and swelling. On (B)(6) 2021, the patient complained of some pain and swelling in penile area. The patient denied fever/chills, skin abnormalities. He stated that the pain was usually felt in certain positions. The patient was reminded by the surgeon to sit in an inclined position to avoid adding pressure to the lower body. On (B)(6) 2021, the patient called for a follow-up where he noted that the pain "was much better with intensity, and much more tolerable." For his 6-week follow-up, the surgeon noted that the patient was healing well and had "no discomfort." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, pain is listed as an anticipated adverse event. The instructions for use (IFU) also identify pain as a potential adverse event, which is communicated to the patient prior to implantation. The date of the reported complaint is 5 days post-operation. Pain and swelling are common and anticipated side effects of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The IFU states that pain can vary in both intensity and duration following device implantation. The patient was also informed that the time frame of healing can vary from person to person. After the patient's 6-week follow-up there were no further complaints or information regarding the patient's pain and swelling. The root cause can be attributed to expected post-surgical events in any implanted medical device within the first weeks of recovery. These events were temporary and not prolonged or permanent events as they were not reported after the 6-week follow-up.